Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the prograsp forceps instrument was loose. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable derailed at the distal idler pulley. The grip cable was seated and exposed on the outside of the outermost pulley. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.